Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an unspecified vision issue. Therefore, there was poor quality image.